Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alarm on the ilet while using a steel contact detach infusion set with 23-inch tubing, with blood glucose elevated to 248 mg/dl; tubing was tested and delivery resumed without detected kinks or bubbles, and the issue resolved after a supply change. Symptoms included feeling anxious. Outcomes included no need for outside assistance and no medical intervention, and blood glucose returned to range. Investigation included technical support troubleshooting and education with verification of tubing integrity and guidance to replace the infusion set. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that persisted until the set and related supplies were changed. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion.